Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation still pending response from treatment provider.

Event description:
Allergan received a report of a potential case of paradoxical hyperplasia.

Manufacturer narrative:
Additional, changed, and/or corrected data. Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
An allergan company representative reported that they are aware of a patient treated with coolsculpting and may have presented with paradoxical adipose hyperplasia post coolsculpting treatment.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and may have presented with paradoxical hyperplasia (ph).